Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the clinic's facility administrator (fa) and the patient care technician (pct) who was present when the event occurred. The blood leak occurred immediately at the initiation of hemodialysis (hd) treatment. The pct said the machine, a fresenius 2008k2 machine, alarmed with a blood leak alarm. The blood leak was not visually observed. The pct said the machine alarmed before blood even reached the dialyzer. A blood test strip was used, and it tested negative. The pct confirmed the dialyzer was fully primed and there had been no issues prior to the machine alarming. The pct was unsuccessful with their attempts in clearing the blood leak alarm. The pct thinks there was a defect with the dialyzer, not the machine. There was no obvious damage noted on the dialyzer. The patient¿s blood was not returned, which resulted in an estimated blood loss (ebl) of approximately 25 ml. The patient was re-setup with new supplies on the same machine and was then able to complete their treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The allegedly defective dialyzer was not available for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the clinic's facility administrator (fa) and the patient care technician (pct) who was present when the event occurred. The blood leak occurred immediately at the initiation of hemodialysis (hd) treatment. The pct said the machine, a fresenius 2008k2 machine, alarmed with a blood leak alarm. The blood leak was not visually observed. The pct said the machine alarmed before blood even reached the dialyzer. A blood test strip was used, and it tested negative. The pct confirmed the dialyzer was fully primed and there had been no issues prior to the machine alarming. The pct was unsuccessful with their attempts in clearing the blood leak alarm. The pct thinks there was a defect with the dialyzer, not the machine. There was no obvious damage noted on the dialyzer. The patient¿s blood was not returned, which resulted in an estimated blood loss (ebl) of approximately 25 ml. The patient was re-setup with new supplies on the same machine and was then able to complete their treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The allegedly defective dialyzer was not available for manufacturer evaluation as it was reportedly discarded.